Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm battery anomalies due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery lasts only 2-3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.